Event description:
After approximately one hour of device use, it was reported that it lost power while monitoring patients ECG. The device was used in the ambulance during the patient transport to the hospital. The reported problem occurred as the ambulance arrived at the hospital emergency room. It was reported that the device use had no adverse effects on patient. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio determined the root cause of malfunction to be a shorted transformer, designator t104, from the system pcb assembly. A replacement device was provided to customer.